Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The report indicated that the customer's bg levels remained consistently high (500mg/dl or greater) over a two hour period. He had administered a manual insulin injection, which was ineffective at lowering his bg's. The pod had initiated an occlusion alarm and was deactivated a half-hour later. The pod will be returned for evaluation.